Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the atb35 firing trigger would not move. Another instrument was used to complete the case. There was no consequence to the pt.